Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : it was reported by the distributor that the needle is blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter: it was reported by the distributor that the needle is blocked.